Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. The cmp was confirmed. -visual evaluation of the provided photos/returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility is considered not breached. -review of the device history records identified no deviations or anomalies during manufacturing. -reported event is not related to a combination of products; therefore, a compatibility review is not applicable. -review of complaint history identified additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. -medical records were not provided. -the root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that when the femur outer packaging was opened, it was noticed the inside packaging looked damaged. The outside box appeared normal, but inside plastic looks melted. There was no patient injury as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.